Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 ablation cutter started to separate from the jaws. Harvester was able to complete the case with extreme care and no injury to patient or staff occurred.

Manufacturer narrative:
Updated sections: date rec¿d by MFR,device evaluated by MFR. Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Charred tissue and blood were observed on the heating element. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. No other failures were observed. Based on the returned condition of the device, the reported failure "bent wire" was confirmed. Specific actions for the reported failure mode "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 ablation cutter started to separate from the jaws. Harvester was able to complete the case with extreme care and no injury to patient or staff occurred.